Manufacturer narrative:
Submitting supplemental to update coding in section h6.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. Additionally, this ra lead recorded a signal artifact monitor (sam) event due to minute ventilation (mv) noise oversensing, which led to an atrial tachy response (atr). Technical services (ts) noted undersensing in the ra and pacing causing inhibition of left ventricular (lv) pacing. Ts recommended bringing patient in to check the lead, as the associated device has an updated header and no indication of a spring contact issue. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. Additionally, this ra lead recorded a signal artifact monitor (sam) event due to minute ventilation (mv) noise oversensing, which led to an atrial tachy response (atr). Technical services (ts) noted undersensing in the ra and pacing causing inhibition of left ventricular (lv) pacing. Ts recommended bringing patient in to check the lead, as the associated device has an updated header and no indication of a spring contact issue. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update information received in section b5.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. Additionally, this ra lead recorded a signal artifact monitor (sam) event due to minute ventilation (mv) noise oversensing, which led to an atrial tachy response (atr). Technical services (ts) noted undersensing in the ra and pacing causing inhibition of left ventricular (lv) pacing. Ts recommended bringing patient in to check the lead, as the associated device has an updated header and no indication of a spring contact issue. This ra lead remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that a chest x-ray was performed and showed a likely fracture in the lead. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Submitting supplemental to update coding in section h6.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. Additionally, this ra lead recorded a signal artifact monitor (sam) event due to minute ventilation (mv) noise oversensing, which led to an atrial tachy response (atr). Technical services (ts) noted undersensing in the ra and pacing causing inhibition of left ventricular (lv) pacing. Ts recommended bringing patient in to check the lead, as the associated device has an updated header and no indication of a spring contact issue. This ra lead remains in service. No adverse patient effects were reported.